Manufacturer narrative:
The customer¿s calibration and qc were acceptable. The customer cleaned the sample probe and the reaction cell. Repeatability testing was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial result was 1288 umol/l. This result was reported outside of the laboratory where the patient questioned it. The sample was repeated with a result of 76 umol/l. The crep2 reagent lot number was 615682 with an expiration date of 30-nov-2022.

Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. Qc was acceptable, the instrument was in good condition, repeatability testing was acceptable and no obvious interference was found. The customer did not provide any additional information for the investigation. The investigation determined the event was consistent with a pre-analytical sample handling issue.